Event description:
It was reported by service report that the cot would not lock into the fastening system. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Retaining post and outer base tube.